Event description:
Guide rocked in patient's mouth so doctor cut guide in half to improve fit. Doctor noted that the second drill was going through the buccal plate. Doctor grafted site to let patient heal.